Event description:
A report of a lead revision surgery was received. One of the pt's leads had surfaced. The physician opened the incision and buried the lead deeper. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
The co sales rep was not sure, which lead was revised; therefore, serial numbers for all leads and lead extensions were provided.